Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-06557, 3006705815-2021-06558. It was reported that the patient lost therapy due to end of life. In turn, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue. Post procedure, high impedance was detected on leads. Leads surgical intervention may be pending at a later time.